Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump received with cracked battery tube threads, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin continued to deliver without stopping during priming. Insulin pump would be replaced.